Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had software detected alarm. Troubleshooting was done for software detected alarm. Customer was unable to clear the alarm. Insulin pump turned off itself and turned itself back on. Time clock was not visible. Cannot proceed with any more troubleshooting as the insulin pump was inoperable. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no unexpected battery power loss noted. Pump error 53 alarm found in the device history file due to software error.